Event description:
My mother was placed on this device and it's caused her body to build up too much carbon dioxide. She also developed pneumonia and her breathing issues became much worse while using this machine. The doctor told her she needed to continue using it because it would help her. It did not she got worse and worse until she died.